Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hpv amp kit (list 09n15-090) lot 406867. The run passed the validity and acceptance criteria established. Customer data review: customer result log files were reviewed. The validity of the runs met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hpv amp kit (list 09n15-090) lot 406867 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m hpv amp kit (list 09n15-090) lot 406867 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hpv amp kit (list 09n15-090) lot 406867. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hpv amp kit (list 09n15-090) lot 406867 was not identified.

Manufacturer narrative:
03/11/2025 updates: updated b3 from (B)(6) 2025. Updated b5 with sample run data. Updated d4 lot number from unknown to 406867. Updated d4 expiration date from blank to 09-sep-2026. Updated d4 UDI number from (B)(4). Updated h4 from blank to 15-nov-2024.

Event description:
The customer reported 3 discrepant results for the same patient specimen sample for the hr hpv 16 genotype on the alinity m hr hpv amp kit. Customer sent 3 different curves of 3 different runs for the same sid (B)(6) for which they have a negative result every time but a small curve that looks like initial detection of target hpv 16 target at around 22 CT. The tas (technical application specialist) asked customer if these 3 different runs were re-aliquoted every time from the preservcyt medium for this sample by an alinity mp instrument. Tas also asked if these samples were vortexed before running on instrument. Sample was processed twice on (B)(6) 2025 and once on (B)(6) 2025. The samples were retested on the alinity m and the result was positive for hpv16 genotype 4. The result was released as positive and customer is waiting for cytology result for confirmation. There has been no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported 3 discrepant results for the same patient specimen sample for the hr hpv 16 genotype on the alinity m hr hpv amp kit. Customer sent 3 different curves of 3 different runs for the same sid (B)(6) for which they have a negative result every time but a small curve that looks like initial detection of target hpv 16 target at around 22 CT. The tas (technical application specialist) asked customer if these 3 different runs were re-aliquoted every time from the preservcyt medium for this sample by an alinity mp instrument. Tas also asked if these samples were vortexed before running on instrument. The samples were retested on the alinity m and the result was positive for hpv16 genotype 4. The result was released as positive and customer is waiting for cytology result for confirmation. There has been no report of impact to patient management.